Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a bradycardia episode following a vns implant surgery. It was reported that the implant surgery was successful with interrogation and diagnostics on the implanted devices run correctly and the patient's heartrate remained around 81 or 82 bpm. The device was turned on during the implant as per hospital protocol procedure. It was reported that, during the post-surgery recovery the patient demonstrated signs of bradycardia with a heart rate of 40-41 bpm. The staff thought the vns was potentially a factor, so the device was switched off. This did not have any effect on the patient. In trying to rouse the patient from the anesthetic, it was clear that the patient heart rate increased when the nurse called their name. It was reported that from the medical staff, the most likely cause is the effect of the anesthetic. It was reported that no history of bradycardia is known with the patient before vns implant. Review of manufacturing records confirmed all tests passed for the device prior to distribution.